Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Unable to tighten screws on femoral impactor which made instrument unusable.

Manufacturer narrative:
(B)(4). Examination of the returned device confirmed that the celcon portion of the device has disassociated from the metal portion. Further examination found that one of the threaded inserts is missing from the celcon which would prohibit the screw from fully engaging. The celcon has multiple scratches and gouges indicating heavy usage. The black celcon portion is intended to be taken apart and replaced after heavy usage and the metal portion to be reused. A complaint database search on the provided product code identified similar reports for this failure which were attributed to product wear out. The root cause is being attributed to normal product wear. Based on product wear as the root cause, the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.